Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor out of stock" error message on the adc freestyle libre 2 sensor after 5 days of wear. The customer consequently experienced symptoms of seizure and a loss of consciousness. The customer was incapable of self-treating and the customer¿s father administered glucagon as treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) was updated based on extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a "sensor out of stock" error message on the adc freestyle libre 2 sensor after 5 days of wear. The customer consequently experienced symptoms of seizure and a loss of consciousness. The customer was incapable of self-treating and the customer¿s father administered glucagon as treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor out of stock" error message on the adc freestyle libre 2 sensor after 5 days of wear. The customer consequently experienced symptoms of seizure and a loss of consciousness. The customer was incapable of self-treating and the customer¿s father administered glucagon as treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.